Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation with concurrent procedures of hysteroscopy, dilation and curettage, endometrial ablation. It was reported that patient underwent hysterectomy, and mesh and bladder repair on (B)(6) 2009 due to pain, urinary problems, bleeding and dyspareunia. (B)(4) - urinary problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.